Event description:
Customer reported via phone call to have received excessive rf pic failed self-test. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was monitored for several days and no failed self test alarm was noted. The insulin pump passed the self test. The insulin pump was received with a cracked case at the display window, cracked reservoir tube lip, minor scratches on the display window and a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.